Manufacturer narrative:
Results and conclusions summation - product performance engineering determined that the device was not returned for investigation and therefore, no complaint root cause can be identified. It is possible that the stent graft did not cross because of, but no limited to, the following: tortuous anatomy, severely calcified vessels, presence of other devices e.g. Previously implanted stents. The instructions for use state that an unexpanded stent graft should be removed as a single unit with the guide catheter. No device malfunction can be determined due to the lack of procedure and pt info, and the lack of device investigation.

Event description:
Reporting status: serious injury - required intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the graftmaster stent would not cross the lesion. Upon removal it was noticed that the stent dislodged in the copilot; however, no resistance was noted. The stent was removed with the copilot and no intervention was necessary. The perforation was sealed with prolonged ballooning for 11 minutes. No additional event or pt info is available.